Event description:
It was reported that during inspection a leak, low pressure and obstruction were detected. No patient involved.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual and functional assessment reported no faults found, the device performed within expected parameters. We have not been able to establish a relationship between the reported event and the device. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported events has been reviewed, revealing further instances. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. With regards to the leak alarm reported, the IFU offers full guidance with steps to be taken in the event of a leak alarm activating, the user is advised to refer to this to resolve these type of issues. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.